Event description:
Additional information received reported it was unknown what the cause of the discrepancy was. At the time of report the patient was stable on dose and no other actions, troubleshooting or intervention were to be taken. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that at the patient¿s refill on (B)(6) 2014, the patient had been doing well since the last visit. The patient had not had any other medical issues since the last visit. A review of the patient¿s symptoms noted worsening spasticity, no abdominal pain, no pump pain, and that the rest were stable and unchanged. The expected reservoir volume (erv) was 5.3 ml and the actual reservoir volume (arv) aspirated was 8.0 ml, which was noted to not be consistent with the telemetry reading as there was a discrepancy of 2.7 ml. The pump was noted to be tilted superiorly and difficult to access. At the refill on (B)(6) 2014, the patient had been stable since the last visit; spasticity was stable and there was no pump pain or irritation. The neurological exam was stable. The patient¿s spasticity was under good control with the daily baclofen dose. The pump site was intact with no erythema and no signs of infection. Erv was 1.6 ml and arv aspirated was 4.7 ml. When the patient was refilled on the date of report the erv was 4ml and they pulled out 8ml. The patient was taking 40mg of oral baclofen twice per day and reported that he seemed more spastic if he missed a single dose of the oral baclofen. As of (B)(6) 2014, the patient was receiving normal therapy and no actions had been taken. The patient¿s next refill appointment would be on (B)(6) 2015. The pump was used to deliver gablofen (baclofen). If additional information is received, a follow-up report will be sent.